Event description:
A facility reported corneal burns occurred during cataract phacoemulsification with 3 surgeons, using the same system, over the past 2 mos. This pt's injury was reported as nonpermanent. Add'l info has been requested. This event is being reported as mfg rpt #2028159-2006-00469. The other events are being reported as mfg. Rpt. #s: 2028159-2006-00466, 00467, 00468, 00470, 00471, 00472, 00473, 00474, 00475, and 00476.

Manufacturer narrative:
A company service rep checked the system and found it to meet performance specs. Customer was contacted regarding possible causes of thermal injuries.